Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's bipolar was always on. There was no patient involvement. No further information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by manufacturer. Details regarding a visual inspection were not provided. The reported condition was not confirmed. The investigation found that no anomalies were observed in the bipolar junction. The auto bipolar function responses appropriately and continues to be tested without failing. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The auto bipolar was calibrated as a preventative measure to address the condition. The device indicates that there is an instrument inserted when there actually isn't. The investigation isolated the failure to the scanner calibration, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The scanners were calibrated to address the condition. If information is provided in the future, a supplemental report will be issued.